Manufacturer narrative:
The rf preamp was replaced by the beckman coulter field service engineer (fse) on (B)(4) 2014. The replaced rf preamp was returned for further evaluation. The returned rf preamp was tested at box and instrument test levels. The error reported by the customer was not replicated. The returned rf preamp passed testing successfully. The failure mode is unknown.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and confirmed the rf preamp was defective. The fse replaced the rf preamp resolving the issue. (B)(4).

Event description:
Customer reported the latron conductivity was drifting when using the coulter lh 500 hematology analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.